Manufacturer narrative:
The customer has been retrained on proper use of the device. Third party evaluation.

Event description:
It was reported that the cot dropped. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported. It was confirmed through investigation that there was no malfunction of the cot as the drop was a result of user error.